Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The hospital biomed reported that the defibrillator was in use in the theatre on a patient who was at some stage previously cardioverted successfully on the defib and then went into further vf. It failed to deliver a shock after being charged, even after being switched on and off. No adverse patient impact was reported.